Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 90% re-stenosed non-abbott stent in the left anterior descending artery with mild tortuosity and moderate calcification. The 3.0 x 12 mm nc trek balloon catheter was advanced without issue and inflated to 12 atmospheres (atm). During the second inflation of 18 atm, the balloon ruptured. A non-abbott balloon catheter was then used successfully at 20 atm, and the procedure was completed without any issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.